Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported event that the emergency lamp was broke down may have been caused by worn and tear while using the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the emergency lamp indicator of the device was lit up and the emergency lamp error occurred. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the emergency lamp was broke down and the emergency lamp indicator was blinked.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the emergency lamp may have accidentally failed due to the life of the emergency lamp due to long-term use or the filament breaking due to impact such as vibration. Omsc concluded that this caused the emergency lamp indicator to flash. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.